Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was not fed into the jaws properly and malformed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? 2nd. What vessel or structure was the device fired on at the time of the event? Around the cholecyst. Was the clip fully advanced into the jaws prior to firing? No information. Did the clip feed sideways in the jaws? No information. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No information. Were any unexpected noises heard? No asku if so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes, out of the patient what were the indications for surgery? What was found? ---no information does the patient have any relevant history of surgical treatments? If so, what? No information. Did somebody other than the primary surgeon fire the instrument? If so, whom? No information. The analysis results found that the device was received with the jaw and cam ramps disengaged; the ramps were noted damaged. This condition would not allow the jaws to collapse in order to form the clips. Four remaining clips were found. The damage at ramp is most likely occurring when torque is applied to the end effector which is preceded from a potential pre-surgery device cleaning. Although the returned condition of the device prevented functional testing. During this testing, the device locked out as intended but the orange indicator under traveled. The orange visual indicator is a mechanism in the handle of the device that shows "orange" when the device has exhausted its clips. Potential causes of an under traveled orange visual indicator may be: a) the indicator wheel in the handle of the device may become temporarily disengaged due to a dimensional shift of multiple components involved allowing two components to slip past one another; b) higher than normal friction of the mechanism may cause one or more parts to temporarily stick. Please note that this condition is unrelated with the report incident. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4)